Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a contact detach infusion set on the abdomen and a fsl3+ continuous glucose monitor (cgm) after eating dinner without performing a meal announcement; the highest cgm value was 400 mg/dl with a meter confirmation of 541 mg/dl over approximately six hours, and the pump had been dosing insulin. The site was changed with no bent cannula observed and insulin delivery was resumed. Symptoms included dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage issue associated with an improper or incorrect procedure, and involvement of the user interface as the component context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Thank you for your attention to this summary.